Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the corrosion on the objective lens adhesive and bending section adhesive were due to degradation over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the objective lens adhesive and bending section adhesive of the bronchovideoscope had corrosion. There was no patient involvement.